Event description:
At the start of ecc, the bubble sensor alarmed and stopped the arterial pump. The clinician could not restart the pump using the override keys on the system panel or pump panel. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B) (4) manufactures the s5 roller pump. The 510(k) number is k071318. The incident occurred at hopital (B) (6) in (B) (6). This medwtch report is filed on behalf of sorin group (B) (4). Please note that this MDR is being filed late due to a recent change in sorin group (B) (4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. At the start of ecc, the bubble sensor alarmed and stopped the arterial pump. The clinician could not restart the pump using the override keys on the system panel or pump panel. The pump was returned to sorin group (B) (4) for eval. The reported problem could not be reproduced. Sorin group (B) (4) concluded that the keys on the system panel and the pump panel were not pressed long enough to override the system and restart the pump. Sorin group (B) (4) could not re-create the problem, no defect found. There was no report of pt injury. The facility filed a vigilance report with the (B) (6) authority. This medwatch report is filed as a result of this action.